Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited a greater than double increased in impedance from the baseline impedance. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.